Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported that the client found 7 units of unsealed bd syringe luer-lok¿ packs in the syringe box. The unsealed syringes looked like they were not "glued" properly. Found before use no reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no photos or samples were returned for investigation. Root cause could not be determined. If samples are received in the future the complaint will be re-opened and re-investigated. DHR review: device history record of batch 7293237, catalogue 300144 was reviewed. No quality notification was raised for the reported batch on the reported non-conformance. Investigation conclusion: no photos or samples were returned for further investigation. Root cause could not be determined. If samples are received in the future the complaint will be re-opened and re-investigated.